Manufacturer narrative:
Concomitant products: 4068-52 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r wave oversensing. It was also reported that the right ventricular (rv) lead exhibited low impedance and a polarity switch. The ra lead remains in use and the rv lead was programmed "off" and remains in the patient. No patient complications have been reported as a result of this event.